Manufacturer narrative:
Continuation of medical devices: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-sep-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the caller was told there was an issue with the leads but that it is still working. Caller stated that patient saw hcp for epidural injections. The hcp took x-rays just to check device. Hcp stated that there should be 2 wires but there was only 1, so one was missing. The hcp wanted to do a revision surgically but the patient is (B)(6) so before having to do that, they wanted to see if they could get the device reprogrammed by a manufacturer representative first. Patient had another appointment with the hcp on (B)(6) 2018. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were not getting enough coverage for pain. It was reported that they believe 1 lead was removed during back surgery in 2013, but weren't informed that it was removed. An x-ray determined a missing lead. Two programs were added to the current lead and were reportedly giving more coverage. It was reported that two additional programs will be added if needed. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.